Event description:
It was reported that while preparing the patient for a magnetic resonance imaging (MRI) scan, this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. The health care professional (hcp) called technical services (ts) and inquired if the lead was MRI conditional. Ts reviewed the lead stored data and confirmed that a pacing vector on the lv lead had measured impedances that were above 2000 ohms. Ts was successful in assisting the hcp in switching to pacing vectors that were within normal impedance limits. At this time, the lv lead remains in service. No adverse patient effects were reported.